Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee arthroscopy a compartment syndrome has occurred. The surgery began without issues until suddenly water was pressed out of the shaft and the tap due to over-pressure. It was further reported that the customer noticed that water flew out however the customer continued the surgery and no alarm sound was noticed. The lower leg was inflated and the outflow cassette barely pumped out as there was hardly any fluid in the waste container. When the customer noticed the inflated lower leg, the surgery was aborted and the leg was opened to remove the fluid. Update dw 29-may-2024: further information was provided that due to the failure the patient had to be kept overnight and additional surgeries were necessary. It was further reported that the pump over delivered and was noisy. The pump was used with the following tubing ar-6420 batch z3058, ar-6425 batch x3096, ar-6430 batch 310027.

Manufacturer narrative:
The complaint allegation was not confirmed. The issues could not be replicated, and no problems were found. One unpackaged ar-6425, serial number (B)(6), was returned for investigation. The returned device underwent a visual inspection, which revealed no issues with the ar-6425 patient's extended tubing with luerlock. The ar-6425 lot# x3096, which was returned attached to ar-6420, lot# z3058, underwent testing under standard conditions to replicate the reported problems. The tubes were connected to the returned ar-6480 pump, serial number (B)(6). The pump, connected to power, was activated. The pre-selected pressure for the knee was set, and the machine started upon pressing the run button. The operation proceeded smoothly for an hour, with no pressure fluctuations detected throughout the test. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This is the expected behavior.